Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer does not have diabetes and has not tested his sugar for over a year. Customer does not know his expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/26/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (there are only two results in the meter's memory): hi (B)(6) 2017 09:51 am fasting:no, hi (B)(6) 2017 09:42:am fasting:no. Memory concerns:customer is concerned with hi non-fasting. Customer does not have diabetes and has not tested his sugar for over a year, customer does not know his normal range. There are only 2 results on meter's memory. Customer states the strips have been open for 3 months.